Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found during analysis.

Event description:
It was reported that the right atrial (ra) lead dislodged and exhibited high thresholds. The lead was repositioned, but was later found to have dislodged a second time. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).